Event description:
Related manufacturer reference number: 2938836-2019-02738, 2938836-2019-02741. It was reported that the patient presented to the emergency room with inappropriate high voltage therapy as a result of noise on both the atrial and ventricular leads. The patient was stable and is pending a lead revision procedure.

Event description:
New information received notes that the device was explanted and replaced. The rv and ra leads were capped and replaced on (B)(6) 2019.

Event description:
New information received notes that the patient was in stable condition during a normal wound check following the revision.